Event description:
It was reported that a pump declared a cartridge change error, causing the customer's blood glucose level to register as "high." The specific value for blood glucose was not provided, but it exceeded 500 mg/dl. The customer addressed this by administering a correction injection using multiple daily injections (mdi). There was no indication that a third party assisted the customer. Technical support instructed the customer to inspect and clean various components of the pump and to attempt loading a new cartridge. Initially, the customer was unable to load the cartridge successfully. After further assistance from technical support and using a non-expired cartridge, the customer successfully completed the load process and resumed insulin delivery.